Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates the extension line/luer hub separation in use.

Event description:
The customer reports that the head of the luer connection (red head) fell off during use.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for evaluation. Visual inspection of the catheter revealed that the distal extension line was separated from its hub. The separation point was jagged and rough indicating undue force occurred. The distal luer hub was not returned with the sample. The extension line showed signs of use in the form of biological material. The length of the catheter body measured 165mm which is within specifications of 157-177mm per catheter product drawing. The outer diameter of the distal extension line measured 1.73mm which is within specifications of 1.68-1.78 mm per extension line extrusion drawing. The inner diameter of the distal extension line measured 1.219mm which is within specifications of 1.14-1.24mm per extension line extrusion drawing. A device history record review was performed and no relevant findings were found. The IFU provided with this kit precautions the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The customer report of a separated luer hub was confirmed by complaint investigation of the returned sample. The distal luer hub was detached from the extension line. The fractured surfaces appeared rough and jagged, which is damage consistently seen when undue force causes the breakage. The sample passed all relevant dimensional testing. A device history record review was performed with no relevant findings. Based on the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The custome reports that the head of the luer connection (red head) fell off during use.